Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-14. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received two used units. During the visual examination of the units, it was observed that there was dried media between the canister and winged adapter which suggested that leakage beyond the septum had occurred. The reported defect was confirmed. A leak test was performed and leakage was observed from the back end of the canister and secondary septum of one of the units. No leakage was observed from the second unit but the location of dried media indicated that leakage likely occurred in the user environment. Microscopic examination revealed that the primary septums of both units were not seated correctly which would have allowed leakage to occur. Based on the location of the damage, the defect can be linked to the manufacturing process. Automated vision inspections and controlled sampling are conducted per the quality control plan to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system there was leakage. The following information was provided by the initial reporter: "after puncture, the end of the needle was found to leak blood. There was no subsequent effect on the patient."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system there was leakage. The following information was provided by the initial reporter: "after puncture, the end of the needle was found to leak blood. There was no subsequent effect on the patient."